Event description:
Regarding IV device: insertion date for IV antibiotic therapy 12/14/98. On 12/16, pt notified on-call nurse that IV was leaking. Nurse assessed the situation and noted leakage around the site with a good blood return. Pt states that large family dog may have pulled the huber needle because the dog jumps up on her regularly. A 20 gauge 3/4 inch huber needle was inserted on 12/17/98. Good blood return noted. Prior device appeared to be faultless. Simply notifying medwatch in case there are similar incidents reported.